Manufacturer narrative:
G4:25mar2021. B4:02apr2021. This complaint is not reportable as the issue was found during performance verification testing and, as such, would not cause or contribute to death or serious injury. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 10nov2020.

Event description:
The customer reported check vent alarm light emitting diode (led) failed when they powered on the ventilator. There was no patient involvement. The field service engineer advised to replace the power switch overlay.